Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient was tested using the meter and the result was 3.0 inr. Within 7 hours, a sample from a different finger of the patient was tested on the doctor's coaguchek meter, resulting as 1.3 inr. The 1.3 inr result was expected and considered to be accurate. The patient is withholding warfarin medication in preparation for scheduled surgery. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer returned the meter for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.